Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged failure mode. Visual inspection of the received drill, ao, sterile t2 femur shows traces of frequent and intense use. Drill was broken across cutting edge, approximately at 5mm distance from the region where flutes of the drill start. Marks and dents were found along the cutting edges. Heavy scratches were found at the breakage line which might have compromised fatigue strength of the drill. Drill broke at the same point due to notching effect under sudden axial overload, when drill hit the peg in the femoral condyle. This is the first reported case with this lot number. A review of the labeling did not indicate any abnormalities. Instructions for use instructs the user to ¿ensure that the drilling and cutting tools to be used are sharp; discard them if they are not. Never attempt to sharpen drilling and cutting tools! During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ based on investigation, root cause was attributed to a user related issue. Drill broke at the same point where heavy scratches were found, due to notching effect under sudden axial overload, when drill hit the peg in the femoral condyle. Misalignment during drilling could be the reason drill hit the peg in the femoral condyle. If any further information is provided, the complaint report will be updated.

Event description:
Primary procedure, left femur. It was reported that the drill bit broke intra-operatively after it hit the peg in the femoral condyle of the scn. The broken piece was retrieved from the patient with a 15 minute delay in surgery. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left femur. It was reported that the drill bit broke intra-operatively after it hit the peg in the femoral condyle of the scn. The broken piece was retrieved from the patient with a 15 minute delay in surgery. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.